Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform any testing due to blank display. The insulin pump had cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted. And the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced moisture damage and constant tone. The customer's blood glucose reading was unknown. The customer stated that he was in a boating accident and the pump was submerged. The customer stated that the pump vibrated without an alarm or alert. The customer mentioned that the pump went blank immediately after the pump was exposed to moisture. The customer stated that the constant tone was occurring. The insulin pump was returned for analysis.